Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 563 mg/dl. Customer also stated that she got some trouble with her pump. Troubleshooting was performed .the product will be return for the analysis.

Manufacturer narrative:
Insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected restart alarm noted.